Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, with corroded battery tube. Unable to perform excessive no delivery test or occlusion test due to motor error. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. No a33 alarms noted. The drive support was inspected and no anomaly noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 68 mg/dl at the time of the incident. The customer stated that the force sensor was not detecting the reservoir. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.